Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was inspected internally and externally but there were no issues found with the electrical and mechanical connections, internal tubings, or external connectors. Review of the clinical and error logs did not find evidence to support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.